Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered in on the external of the cassette during fill1 of treatment. Fluid was not discovered in the pump module area and leaked from the patient line from a hole along the line. The patient was connected during the incident. The patient had received a "notice: draining slowly" message alarm during treatment and prior to the leak. The patient re-setup with all new supplies and the second cassette leaked and was squirting out from the blue pin. The patient was advised to re-setup with all new supplies from a different box of cassettes. There was no patient injury noted. The patient contact knew how to perform continuous ambulatory peritoneal dialysis (capd). Upon follow up, the patient's peritoneal dialysis registered nurse (pdrn) confirmed the reported event. The pdrn stated the fluid leak was noted from a hole in the patient line during fill 1 treatment. Treatment was immediately cancelled and upon opening the cycler door, slight moisture was discovered on the external of the cassette. The pdrn stated the patient inspected the cassette and no leaks were found. The pdrn stated the patient did not find any fluid in the pump module area and confirmed the leak was from the patient line. The pdrn stated the patient went to re-setup with another set from the same lot and found fluid squirting out of the blue pin once the patient resumed treatment. The patient cancelled the second treatment and re-setup a third time with a set from a different lot number and was able to resume and complete their remaining pd treatment without further issue. The patient contact confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated confirmed both cycler sets (cassettes) used were available to be returned for investigation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered in on the external of the cassette during fill1 of treatment. Fluid was not discovered in the pump module area and leaked from the patient line from a hole along the line. The patient was connected during the incident. The patient had received a "notice: draining slowly" message alarm during treatment and prior to the leak. The patient re-setup with all new supplies and the second cassette leaked and was squirting out from the blue pin. The patient was advised to re-setup with all new supplies from a different box of cassettes. There was no patient injury noted. The patient contact knew how to perform continuous ambulatory peritoneal dialysis (capd). Upon follow up, the patient's peritoneal dialysis registered nurse (pdrn) confirmed the reported event. The pdrn stated the fluid leak was noted from a hole in the patient line during fill 1 treatment. Treatment was immediately cancelled and upon opening the cycler door, slight moisture was discovered on the external of the cassette. The pdrn stated the patient inspected the cassette and no leaks were found. The pdrn stated the patient did not find any fluid in the pump module area and confirmed the leak was from the patient line. The pdrn stated the patient went to re-setup with another set from the same lot and found fluid squirting out of the blue pin once the patient resumed treatment. The patient cancelled the second treatment and re-setup a third time with a set from a different lot number and was able to resume and complete their remaining pd treatment without further issue. The patient contact confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated confirmed both cycler sets (cassettes) used were available to be returned for investigation.